Event description:
It was reported that the site has had issues removing the yellow protective sheath, especially for the 3.5 mm and 4.0 mm sizes of the nc trek dilatation catheters. The protective sheaths are stuck on the balloon and force has to be applied in order to remove the protective sheaths. No damage to the balloons have been noted and the devices were used without issue. There have been no reported adverse patient effects and no reported clinically significant delay in the procedures due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The date of occurrence was estimated as (B)(6) 2014 as this is a general complaint and case specifics, including date of occurrence, were not available from the site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, there is no indication of a product deficiency.